Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc). Subsequently a procedure was performed where a new pacemaker system was implanted on the patient's left side. While the existing pacemaker, rv lead and ra lead were left implanted on the patient's right side. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient had a computed tomography (CT) scan that determined the right ventricular (rv) lead had migrated, which was the cause of the previously noted loss of capture (loc). Several months later, at the patient's request, the previously abandoned pacemaker was explanted and the rv and ra leads surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.patient code (B)(6) captures the reportable event of surgery.